Event description:
pt requested a new pump for their medication, as the current one is not working(unspecified). pharmacy replaced device. unknown serial number and expiration date. unknown if pt missed a dose or had an interruption in therapy. unknown if adverse event occurred due to product issue. unknown if device available for return. hizentra indication: immunodeficiency, unspecified. no further info/details or dates available.